Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there bed to bed alarm failed to alarm audibly. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips technical consultant (tc) worked with the customer to resolve the issue. The tc noted that the alarm occurred at the central and also stated that it is normal for interbed monitors did not ring during an appearance of a red alarm. The fse indicated that no malfunction of the philips device occurred. Additional information regarding this case was requested via good faith effort but no additional information was provided. H3 other text : see h10.